Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product issue is confirmed because it was reported during an alarm situation check heater line, that the customer swapped a solution bag only, which is a use error/poor aseptic technique. The assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's service center reporting an alarm which occurred on the homechoice (hc) during fill 1. During this time, the hp disconnected and connected another bag. The hp ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.